Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted with results when the investigation is complete.

Event description:
The customer reported that fluid was leaking out of the "1st y site port above the pump set". The user reportedly connected a syringe to the port to see if the piston was stuck but results of this action were not reported. The unspecified infusion was running at 3.2ml/hr, and tpn was also infusing at 11.8ml/hr via a separate line, and was y¿d in further down, to a central line. There is no report of patient harm or medical intervention

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Functional testing was performed and droplets of fluid were observed leaking from the piston of the smartsite port distal to the pump segment. No other leaks were observed. Visual inspection of the leaking port under magnification revealed a puncture hole in the piston. The root cause of the leak was identified as a damaged smartsite piston. The cause of the damage is most likely a needle or similar sharp object puncturing the piston resulting in a permanent hole in the piston material. The smartsite valve is not designed to be used with a needle and may leak under such conditions.

Manufacturer narrative:
Correction to (event facility: (B)(6) hospital).